Event description:
The pt's family member reported that they could not awake pt. Family member used the suspect device to check pt's blood glucose so family member could determine what treatment was needed. The result obtained was 109 mg/dl. Emergency medical techs were called and they checked pt's glucose upon arrival with their equipment a rec'd a questionable result of 77 mg/dl. An IV was administered. Pt was taken to the hospital and glucose was 53 mg/dl per a lab result. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the MFR for eval.